Event description:
During surgery, 2.5mm clavicle pin broke while advancing into the bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.